Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio-control observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported problem could not be determined. A clinical review found that the device use did not contribute to the outcome of the pt.

Event description:
It was reported that a (B)(6) male pt was witnessed going into cardiac arrest. Initial responders did not arrive until approximately 15 minutes later and CPR was initiated. Paramedics arrived approximately 5 minutes later and connected the device to the pt with quik-combo defibrillation electrodes. The paramedics observed the pt to be in ventricular fibrillation and they attempted to deliver therapy to the pt twice in the emergency room after transport. It was reported that the device would charge, but would then prompt the user to "connect electrodes" and would not deliver therapy. A second device (unknown type or brand) was not readily available and by the time one was obtained, the pt had reverted to an asystole rhythm. There was no report of defibrillation therapy being delivered to the pt with the second device. The pt was not resuscitated.